Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 750 mg/dl. She also suffered heart attack and had high ketone level which her healthcare professional assessed as not dangerous/life threatening. Moreover, the infusion set had been used for 12 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient replaced the infusion set and insulin was resumed successfully. On (B)(6) 2023, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.